Event description:
Pt called back and repeated previously documented information regarding spasms, adding that today the spasms became so extreme that pt had to take ibuprofen and confirmed that the spasms originated at the ins location. Pt asked whether the ins could be misfiring. Pt mentioned having extensive spine surgery in (B)(6) 2025 to address the spasm and said that the spasms decreased after surgery. Agent redirected pt to hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), has been experiencing uncontrollable spasms during sleep and severe pain. The patient has been taking anti-spasm medication at twice the usual dose to manage the symptoms. This issue has persisted for over a year. The device has been checked multiple times by the physician and staff, confirming its functionality. The patient has three different programs in the controller, with one providing lower stimulation when lying on their back compared to the typical daytime program. The issue was not resolved, and the patient was advised to consult their healthcare provider for further assistance. Pt then stated that they get spasms even with the device on. To address the spasms pt had to increase the 'charge' and switch the program that they use for sleep to a program that pt uses for daytime. Turning stim off makes it much worse. Pt has to take antispasm medication and increase the settings. Pt does need their device on otherwise pt is shaking or they have to switch the program to avoid that. Pt also described last week pt felt like it was an electric shock like pt was tasered. Hcp said the device was fine and they did not understand why it was happening.